Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing clotting and poor barrier separation during use. The following has been provided by the initial reporter: it was reported that site is seeing an increased red blood cell contamination and clotting. Original email: I¿ve received a complaint from one of our clinical sites that they are starting to see increased red blood cell contamination and clotting in this lot of cpt vacutainer tubes. The technicians are centrifuging tubes at 1650 rcf for 15 mins in a swing bucket rotor. They have been performing sample processing for this study for the past month and have not seen these types of issues until recently. Tubes are stored at room temperature. Specimens collected on november 14, 15, and 18 exhibited clotting. The prior lots performed as expected (lot 9135780). Na heparin cpt tubes are collected last in the order of draw, but could not provide the identity of the other tubes. Tubes inverted 8-10 x, centrifuged within 10 minutes from the time of collection at 1650 rcf for 15 minutes. The clotting is noted at this time. Additionally, red cell contamination is noted above the gel layer. Complaint 2 of 4.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#373360 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing clotting and poor barrier separation during use. The following has been provided by the initial reporter: it was reported that site is seeing an increased red blood cell contamination and clotting. Original email: I¿ve received a complaint from one of our clinical sites that they are starting to see increased red blood cell contamination and clotting in this lot of cpt vacutainer tubes. The technicians are centrifuging tubes at 1650 rcf for 15 mins in a swing bucket rotor. They have been performing sample processing for this study for the past month and have not seen these types of issues until recently. Tubes are stored at room temperature. Specimens collected on november 14, 15, and 18 exhibited clotting. The prior lots performed as expected (lot 9135780). Na heparin cpt tubes are collected last in the order of draw, but could not provide the identity of the other tubes. Tubes inverted 8-10 x, centrifuged within 10 minutes from the time of collection at 1650 rcf for 15 minutes. The clotting is noted at this time. Additionally, red cell contamination is noted above the gel layer. Complaint 2 of 4.